Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause was unknown. The patient was not hospitalized for the event. On an unspecified date, the patient began treatment with unspecified antibiotics for two weeks for the event (ongoing, doses, routes and frequencies were not reported). At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.